Event description:
An implant card was received indicating that the patient underwent generator replacement surgery. The explanted generator has not been returned for analysis.

Event description:
Clinic notes dated (B)(4) 2013 note that the patient is having occasional seizure clusters. It was noted that because of the increased frequency of the seizures the device output current was increased from 1.75ma to 2ma. It is unknown if the increase in seizures is above the patient's pre-vns baseline frequency.